Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The transseptal was performed using a non-boston scientific sheath and guidewire. The non-boston scientific guidewire remained in left superior pulmonary vein the sheath was removed from the patient to exchange with faradrive sheath. The faradrive was advanced over the guidewire. The dilator reached the left atrium, however the sheath would not advance across interatrial septum. Sheath advancement was unsuccessfully attempted with guidewire in left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv) and right superior pulmonary vein (rspv). The sheath was removed from body and displayed kinking at the distal end. Thus, a new faradrive sheath was used and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).